Event description:
The daughter of a home patient (hp) contacted baxter's technical service center to arrange a pick-up of their home choice device. The daughter reported that the hp had died and that the device would need to be returned to baxter. There was no allegation against baxter products.

Manufacturer narrative:
(B)(4). The device will be returned to baxter production analysis lab (pal) for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). The issue was not confirmed. The assignable cause was undetermined. Review of device history records revealed the device was distributed for use over 9 years ago and has been refurbished/serviced since its original manufacture date. Therefore, the device is no longer in its original manufacture condition and additional manufacture record review is not required. The reported difficulty was not confirmed via DHR review. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device was evaluated and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. Review of previous service records did not show a relationship or potential cause of this complaint related to repairs that have been made to the device.